Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.